Manufacturer narrative:
H10: the actual device was not available; however, retained samples were evaluated. Retention samples were visually inspected and no issues were noted. Retention samples were gravity and leak tested and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set had a hole in the tubing. It was further reported that when ¿removing the air from the set a hole was observed in the transparent part.¿ this issue was identified during priming. There was no patient involvement. No additional information is available.